Event description:
Patient underwent l3-4 transforaminal lumbar lnterbody fusion (tlif), l4-5, l5-s1 laminectomy, l3-l4, l4-l5, l5-s1 posterior spinal fusion with neuromonitoring. The stryker pro lift expandable cage was inserted at 8mm. Prior to expanding the cage sseps and motors were run and it was noted that all baseline sensory and motors in the legs were lost. Surgeon subsequently attempted to remove the interbody's and the left one cracked at the inserter losing a small piece of metal that stabilized the implant. The right one was removed without incident. The microscope was brought in the surgeon was able to identify the left interbody and a series of upgoing curettes as well as a kocher was able to remove the interbody. The small piece of metal that was lost from the inserter was noted on the x-ray. The surgeon removed and identified the small piece that attached to the inserter. X-ray confirmed that it was entirely removed. Prior to inserting another interbody sseps and motors were run multiple times. No motors below the abductors appeared to return. The surgeon proceeded to place a static 8 mm cage across the area. Post operatively some mmep return but not all, right leg ssep came back to 50%, left leg no recovery and the patient was admitted to ICU for management. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).